Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons sometimes not responsive and had to press multiple times and volume of insulin pump was very low and customer could not hear alarms. The customer¿s blood glucose level was 75 mg/dl at the time of the incident. Customer reported that the insulin pump rejected new battery and motor louder during the rewind and crack in plastic casing. The insulin pump will not be returned for analysis.